Manufacturer narrative:
Date of event - account did not provided an specific date but mentioned that patient's surgery date may have been (B)(6) 2016. (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported patient presented around the 3 month post operative appointment and was diagnosed with transient light sensitivity syndrome. Patient was treated with topical steroids. No loss of best corrected vision. It was reported that patient fully recovered. This is patient 1 of 4.